Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to power on was observed. The device's front panel needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously received information that a ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device to power on was observed. The device's front panel needs replaced to address the issue. The front panel keypad of trilogy evo was returned to the product investiagtion lab for evaluation. The front panel keypad of trilogy evo was visually inspected for visual defects and no problem was observed by the manufacturer. The manufacturer installed the front panel key on the trilogy evo stb. The manufacturer powered on and off the stb via the keypad several times and observed an intermittent issue with the power key, sometimes it needs multiple key pressed of the power key for the device to respond. The manufacturer concluded that there is an issue with the dome switch internal to the power key, that not making contact each time; the key is pressed causing intermittent operation of keypad. The manuafcturer root caused that faulty dome switch on power key on keypad.